Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump started beeping and a malfunction occurred as the customer was sitting. There was no impact on the customer&#38112;blood glucose levels. The malfunction was cleared with tandem technical support and it did not reoccur.